Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd luer-lok¿ tip disposable syringe stopper was defective. The following information was provided by the initial reporter: "caller states she is a pharmacist and works with the 3ml and 5ml syringes. She states that she and her team have noticed there is a slight angle inside the syringe on the rubber stopper. One side is higher than the other... She states that about one in five syringes appear to have this deformity."

Event description:
It was reported that the bd luer-lok¿ tip disposable syringe stopper was defective. The following information was provided by the initial reporter: "caller states she is a pharmacist and works with the 3ml and 5ml syringes. She states that she and her team have noticed there is a slight angle inside the syringe on the rubber stopper. One side is higher than the other... She states that about one in five syringes appear to have this deformity."

Manufacturer narrative:
H.6. Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.